Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device stopped operating during use. The user changed to another device. There was no injury reported.

Manufacturer narrative:
The investigation was carried out based on the electronic device logfile. Additionally, it was reported that on-site the technician found the vmix n2o valve being leaky during inspection due to a loose screw connection. The evaluation revealed the loosely connected vmix valve (n2o) leading to an increased loss of tank pressure during mixed gas dosage to be the root cause of the reported symptom. The set fresh gas flow is controlled at the outlet side of the mixed gas tank using differential pressure measurement to determine the gas flow. At the same time the supervisor observes the pressure in the mixed gas tank from the inlet side. If there is a too high discrepancy between these values and the expected pressure drop, a warm start of the gas mixer is performed before the component is shut down autonomously. In the case of a leaky vmix valve, tank pressure gets lost rearwards and is thus leading to an apparently too high fresh gas flow determined by the supervisor and thus to a shutdown of the gas mixer for safety. In case of a gas mixer failure, the fresh gas flow delivery via the electronic gas mixer is stopped. User is advised to set an adequate o2 safety flow and check vaporizer settings. The current ventilation mode remains active and available. Monitoring functions remain unaffected, thus the user is continuously informed about ventilation performance and patient gas measurement. The device detected this state correctly and reacted as specified with a warm start to resolve the deviation prior to forcing safety mode. The corresponding alarm gas mixer fail was issued as specified. There are no similar cases related to the same root cause.

Event description:
Please refer to the initial report.